Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, cystocele, rectocele,and urethral hypermobility and mesh was implanted. It was reported that the patient had concurrent procedures of a transvaginal hysterectomy, anterior colporrhaphy, mccall culdoplasty, cystoscopy,and perineoplasty performed during mesh implantation. It was reported that post implantation, the patient experienced pelvic and vaginal pain, infections, dyspareunia, odorous vaginal discharge, worsening urinary incontinence, bowel leakage and dental complications. It was also reported that the patient underwent revision surgery and interceed implant on (B)(6) 2011 and in 2012. No additional information provided. (B)(4) ¿dyspareunia; bowel leakage; dental complications.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that the patient had ajust mesh implant on (B)(6) 2010 due to incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.